Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product has not returned to j&j medtech orthopaedics; however a photo was provided for review. Visual inspection of the returned photo found that part of the anchor was still attached to the inserter. The anchor was broken at the distal end. Only the distal part of the inserter was visible. No other anomalies were noted. The overall complaint was confirmed as the observed condition 5.5 healix adv sp peek ce would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken anchor can be traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with failure to create a pilot hole during the implantation process, off axis insertion and levering during insertion. As per the instructions for use, in hard bone, it may be necessary to create a pilot hole in bone using an instrument such as an awl or drill prior to anchor insertion. Note: if insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. Additionally, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that while impacting the healix sp anchor device, the surgeon felt a pop and the handle felt loose. It was noted that the device could not be loaded. According to the reporter, the inserter was pulled back and it came back easily, half of the anchor was still on the inserter, the other half in the bone. It was reported that what was left in the bone was pulled out and a second anchor was used which work perfectly. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.